Event description:
A distributor sent back equipment marked "defective".

Manufacturer narrative:
Hdevice MFR date: battery pack - 9/2006. Battery pack - 6/2006. Battery pack - 1/2007. Battery pack - 6/2006. Battery charger - 9/2002. Monitor - 1/2007. Electrode belt 1/2006. Electrode belt - 05/2006. Device evaluations of battery packs, battery charger, monitor and electrode belts have been completed. The reported problem was confirmed. Battery packs were tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The batteries were repaired, retested and restocked. Battery pack was found to have a broken end cap. The root cause of the broken end cap was probably due to someone dropping the battery or forcing the battery out of the monitor without pressing the locking tab. The battery pack was repaired, retested and restocked. Monitor was found to have defective responses buttons. The root cause of the defective response buttons has not been determined to this date. The monitor was repaired. It was then retested and restocked. Electrode belts both had a loose strain relief cable. It is likely that undo stress to the cable caused the cable to elongate and the cable to become lose. The electrode belts were repaired, retested and restocked. Battery pack and battery charger were found to be functionally normal. They were restocked. No adverse event resulted from the faulty equipment.